Manufacturer narrative:
Updated fields: b4, g3, g6, h11 corrected fields: e1 (event site email) (B)(6).

Manufacturer narrative:
Updated fields: b4, g3 ,g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse ran all tests in accordance to the manufacturer's specifications.

Event description:
It was reported by customer that prior to use the cardiosave intra-aortic balloon pump (iabp) had auto fill failure. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had auto fill failure. There was no patient involvement.